Event description:
It was reported that, the oxygen sensor in a 840 ventilator failed calibration. There was no patient involvement at the time of the event. The service engineer (se) inspected the device and replaced the o2 sensor cell. The se performed calibrations and extended self-testing on the device and all tests passed.